Event description:
A 54-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support society for cardiovascular angiography and interventions (scai) shock stage c) underwent placement of an impella 5.5 via right axillary/subclavian arterial surgical access. Limited information provided via the distributor indicates that a positioning issue occurred in which the device was pulled out/dislocated into the aorta. As a result, the initial device was explanted and removed due to the reported positioning issue. A second impella 5.5 was subsequently implanted via the same access site on (B)(6) 2026 and remained on support at the time of reporting. The patient survived the initial device explant and remained on support with the second device, with final outcome pending.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number ). Upon review, the section d primary UDI, catalog, and serial number have now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d6b (explantation date). Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 54-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The underlying medical history is unknown. The pump dislocated and came out of position and was therefore removed and replaced. The pump malpositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.